Event description:
Left mako tha. When surgeon went to commence reaming and haptics engaged the version and inclination numbers swapped ie version was closer to 45* and inclination was closer to 20*. Surgeon had the reamer in his ¿normal¿ reaming position and the mako numbers did not match what he was seeing clinically. All checkpoints had passed. Surgeon decided to complete the case manually. There was a delay of approximately 5 minutes whilst troubleshooting before surgeon decided to proceed with manual instrumentation.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Left mako tha. When surgeon went to commence reaming and haptics engaged the version and inclination numbers swapped ie version was closer to 45* and inclination was closer to 20*. Surgeon had the reamer in his ¿normal¿ reaming position and the mako numbers did not match what he was seeing clinically. All checkpoints had passed. Surgeon decided to complete the case manually. There was a delay of approximately 5 minutes whilst troubleshooting before surgeon decided to proceed with manual instrumentation.

Manufacturer narrative:
Reported event an event regarding inaccurate values/visuals involving a mako tha software was reported. The event was confirmed. Method & results -product evaluation and results: review of the case session files noted the following: the workflow indicates multiple registration attempts associated with multiple quality metrix failures. User struggled with the anterior and posterior horn landmark retaking these landmarks several times. There was a repeated failure of the surface rms, meaning a mismatch between patient landmark locations and CT landmark location. The crest point was retaken several times and was placed further posterior to what the application user guide recommends. The contribution of the crest point to the registration error cannot be determined, neither are there any quality metrix for the anterior notch landmark. The anterior horn patient landmark was mapped or taken extra articular. The root cause of the bone registration failure was a mismatch between the patient and CT landmarks and the captured point cloud. There is no indication of a robotic system malfunction or failure. All interoperative safety checks passed: probe check, and robot registration. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob876 was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints shows other similar complaints for tha software - inaccurate values/visuals. Conclusions: based on the analysis of the relevant log files and session files, the alleged failure mode can be confirmed to have been caused by user error. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. H3 other text : device not returned.